Manufacturer narrative:
Initial report did not indicate an issue with the tibial insert. This MDR report is based on new information received on june 13, 2017 when the investigation completed. Visual examination of the tibial insert showed that the posterior locking tabs had deformed or sheared due to static overload. The patient's high body mass and a traumatic event may have contributed to the overload failure of the locking tabs. A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
Patient presented with knee pain and instability due to a possible trauma. The surgeon revised the left knee. Patient's (B)(6). Original tka was bilateral and the other knee has no issues.